Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 01/11/2017. Device returned to manufacturer ¿ yes. Device evaluation: the preloaded insertion system was received in a plastic bag. Residues of what appears to be viscoelastics were observed at the cartridge. The plunger component was observed in the advanced position. The cartridge was observed correctly engaged into the lower body of the device. Visual inspection at 10x microscope magnification was performed. The cartridge was observed with the tip deformed. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
During the implantation of the intraocular lens (iol), the dr. Observed that the tip part of the cartridge was damaged. The dr. Mentioned that there was no stiffness, and the iol was implanted safely. No patient injury was reported. No additional information was provided to abbott medical optics.